Event description:
Philips received a complaint on the suresigns vs2+ nbp/spo2 sn (B)(6) indicating there was a displays error audio/loudspeaker issue. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the biomedical engineer (bmed) who was onsite. The bmed confirmed the speaker was working; however, there was inoperative message "speaker error" on the screen. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed to be speaker assembly. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that the device displays an audio error. Patient involvement is unknown.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.